Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced front cover, rear case, lt/rt handle, barrel clamp, tube drive, wiper seal, latch module, flange gripper, sleeve drive, fpc cable, rt iui and carriage block assy. Performed calibration. A review of the device history record for sn (B)(6) was performed from date of manufacture 06/03/2005 to the present date 01/09/2021 and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source based on the findings, service determined that the proximate cause of the reported issue was due to broken/damaged of the pl flg gripper rtnr, syr/pca. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #¿s noted for the following parts replaced that have an already existing CAPA. CAPA #: 1604765 for syr rear case. CAPA #: ca-2018-0161 for iui conn issues.

Event description:
It was reported that the device has broken plastic under flange holder. It will not pass the flange tests. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from date of manufacture 06/03/2005 to the present date 01/09/2021 and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device has broken plastic under flange holder. It will not pass the flange tests. There was no patient involvement.